Event description:
Pharmacist reported rupture, with inferior-internal suspicious lesion on the capsule and axillary siliconoma. Right side. Device explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one opening extended on radius side, underweight, red particles on the surface of the shell, crease flat, wear abrasion. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. Non penetrating nicks. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. Non penetrating nicks assessed as surgical tool scratch like.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Pharmacist reported rupture, with inferior-internal suspicious lesion on the capsule and axillary siliconoma. Right side. Device explanted.